Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The air flow control valve, o2 flow control valve and exhalation valve was calibrated, and patient circuit was replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The air flow control valve, o2 flow control valve and exhalation valve was calibrated, and patient circuit was replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.